Manufacturer narrative:
The reported complaint that "the autopulse platform s/n (B)(4) displayed 'system error, out of service, revert to manual CPR' error message" was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was due to the drivetrain motor brake gap being too wide, out of specification, likely attributed to wear and tear. The autopulse platform was manufactured in december 2007 and is almost 14 years old, well beyond its expected service life of 5 years. During visual inspection, the front enclosure was observed cracked at the front-end area. Also, the bottom enclosure had multiple cracks in its screw well area. In addition, the head restraint wires on the top cover were noted to be heavily frayed. The observed physical damages were unrelated to the reported complaint, and they appeared to be the characteristics of harsh impact due to user mishandling. The front and bottom enclosures and the top cover were replaced to address the issues. Review of the archive showed a system error user advisory (ua) 139 (unable to hold compression position) message; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. Investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.013", being out of the specification (0.008" ± 0.001"). This caused the autopulse to stop functioning with a system error, per design. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out and would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The defective drivetrain motor assembly was replaced to address the system error, ua139. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(4). According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform s/n (B)(4) was used to resuscitate a patient in cardiac arrest. The cardiac arrest was not witnessed, and the cause was unknown. The patient's spouse provided manual CPR to the patient for about 15 minutes before the ems arrival. When the autopulse was powered on, the platform displayed a "system error, out of service, revert to manual CPR" error message. Manual CPR was performed and continued throughout the call. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. As per the customer, the patient's death was not related to the autopulse system.